Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: just to confirm, when the deployed staples were unformed, were those staples delivered into the tissue? No information. On which firing stroke did the device lock on the way of the first firing? 1st stroke. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Not available. Was buttressing material utilized? If so, which product? No information. What type of procedure was the device being used in? No information.

Event description:
It was reported by the sales rep that during an open unknown surgery, there was an unexpected resistance when the device was fired and the device was locked on the way of the first firing. The release button was used to return the knife. The deployed staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Batch # p5649e. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.